Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced issue. C-34 error displayed on the iesu during bootup.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected error c-34 message on the vio integrated electro surgical generator unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller to reboot the vio iesu. The caller stated after reboot the generator, the issue persisted. The customer was completing the procedure using only the bipolar energy. The tse asked if they had a force triad generator and cable available. The caller confirmed they did, but the surgeon preferred to proceed using only the bipolar energy. The procedure continued as planned. There was no report of patient injury. Isi followed up with the customer and obtained the following information: the procedure was prolonged by 15 minutes. The customer only used the bipolar energy to complete the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar energy function was not working, an investigation is now in progress. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the vio iesu to resolve the issue. The system was tested and verified as ready for use. Isi has not received the vio iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No photo or video was provided by the site for review. A review of the site's system logs for the reported procedure was conducted by an isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed error c-34 that may have been related to the system complaint. This complaint is considered a reportable event due to the following conclusion: the vio integrated electro surgical generator unit was replaced after the completion of the procedure due to multiple c-34 errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.